Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported via clinical trial that patient underwent unknown procedure on (B)(6) 2018 and suture was used. On (B)(6) 2018 patient experienced fever which resolved spontaneously on (B)(6) 2018. On (B)(6) 2018 the patient experienced headache, severity listed as mild and resolved with treatment. It was reported that the headache is not related to the study product, but possibly related to the surgical procedure. On (B)(6) 2018 the patient experienced fever with temperature above 38¿. On (B)(6) 2018 the patient underwent lumbar puncture and cerebrospinal fluid routinely showed yellowish turbidity. The pan's test 1 +, wbc count 873 10 ^ 6 / l, mononuclear cell count 141 10 ^ 6 / l, polynuclear cell percentage 83.8%. The cerebrospinal fluid culture showed staphylococcus coriolis. The patient was treated with vancomycin hydrochloride for injection and ceftriaxone sodium for injection, it was reported that the body temperature returned to normal (B)(6) 2018. On (B)(6) 2018 csf showed light yellow micromixing, pan's test 1+, wbc 12 10 ^ 6 / l, mononuclear cell count 10 10 ^ 6 / l , mononuclear cell count 83.3%,polynuclear cell count 2 10 ^ 6 / l ,polynuclear cell count 16.7%. On (B)(6) 2018 cerebrospinal fluid biochemical showed protein 1.94 g/l, glucose 2.18 mmol/l, chlorine 115.6 mmol/l. It was reported that the csf results, fever and culture results lead to prolonged hospitalization. The symptoms of intracranial infection have been relieved. It was reported that the severity of fever and intracranial infection are mild and the events are not related to the study product and possibly related to the procedure. It was reported that the postoperative pathology revealed cavernous hemangioma. The subject was in good condition and discharged at (B)(6) 2018.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/03/2019. The following additional information was received: adverse event was updated from intracranial infection to brain infection.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/27/2019. Additional information was received: medication therapy was provided for the report of patient fever that resolved with treatment.